Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient¿s spouse noticed that the sensor had been inaccurate. The bg finger stick value was 10.0 mmol/l and the cgm value was 15.0 mmol/l. On (B)(6) 2022, the cgm value was 20.1 mmol/l with no bg finger stick comparison. One hour later, the patient had a seizure at home, which was initially thought to be due to the insulin dosages the patient used. No bg or cgm values were obtained at the time of the seizure. After the seizure the spouse gave the patient a beverage to treat hypoglycemia. After treatment, the patient slept for several hours and stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.